Event description:
One apii pump in conjunction with a pt death. The pt was a male with diagnosis of sickle cell crisis upon arrival to the ER in 03/2006. The pt had history of sickle cell anemia, but was otherwise healthy. The pt had no known drug allergies. The pt was given dilaudid 2mg orally while in the ER at 8:53am, and then again at 11:50am. The pt was hydrated with intravenous fluids while in the ER. He had a right forearm, 20 gauge, peripheral intravenous line. He was given 0.9% normal saline 500 cc/hr at 8:53am, lactated ringers at 1:24pm and dextrose 5% and water 50% 100 cc/hour at 5:44pm. He was transferred to a room on the floor. The morphine infusion was started 03/2006 at 8:40pm. The physician's prescription was for morphine sulfate 100mg in 100ml 0.9% sodium chloride. The volume to be infused=100ml, the dose=1.4ml, delay=10 minutes, one hour dose limit=6 ml/hour, no basal rate. According to the physician's orders, vital signs were ordered to be obtained on initiation of the pca every 30 minutes for 2 hours, and then every 2 hours for 10 hours, and then every 2 hours over 22 hours post procedure. Vital signs were taken by the nurse prior to the pump being started on 03/06 at 8:08pm; temperature=99, heart rate=68, respirations=20, and blood pressure=139/74. Pain rating=9/10. At 11:05pm, temperature=100.7, heart rate=70, respirations=20, and blood pressure=124/68, pain rating=8/10. On 03/26/06 at 12:00am the pt was walked to the bathroom and had juice to drink. At 12:55am it was documented that the pt was resting with eyes closed. At 2:15 the pt was found unresponsive, had no heart rate, and was resuscitated until time of death 2:46am. An autopsy was performed. According to the risk mgr, the final report was not yet available. According to the risk mgr, the causes of the pt's death were unknown, "cannot explain the causes of the death". Because the pt was a "healthy young man", the causes of his death were unknown, and the preliminary autopsy results were inconclusive, the facility decided to test "anything that was used on the pt". The facility had no reason to believe that the pump had malfunctioned.